Event description:
It was reported the device was in need of repair. The event timing was outside of surgery. The motor quit running several times and the device was out of calibration at the 0 reading.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined he motor quit running several times and the device was out of calibration at the 0 reading. The motor, plug harness assembly, and switch were replaced and the device was recalibrated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.